Manufacturer narrative:
Unit received with blank display. Problem isolated to electronic assembly. Unable to test for active current or sleep currents due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump batteries did not last for more than 1 week. Customer had called back after previously completing low battery troubleshooting within 1 week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.